Event description:
It was reported that the pt presented with irritability and disconjugate gaze. The CT demonstrated decrease in the size of the ventricles, but further inspection showed that the ventricular catheter was disconnected from the shunt. The catheter and snap base could be retrieved without difficulty and a new catheter was placed.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.